Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, the bands prematurely deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found four bands present and were moved out of their position and some bands were caught under other bands. The ligator head teeth were noted to be bent. It was noticed that the proximal section of the trip wire was bent in several locations. The suture was intact and was attached to the tripwire loop. The trip wire was partially rolled in the handle and secured in the handle assembly when received for evaluation. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity moving bands without being deployed, which could have contributed with the reported issue. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.